Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 23 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include pneumonia, a uti, sepsis and dehydration. It was also stated that the patient was found unconscious. The patient was treated with IV (intravenous) fluids, glucose, ggt (gamma-glutamyl transferase), antibiotics and vasopressors. The patient was released nine days later. The pod was worn when seeking medical attention but was discarded at the ER (emergency room).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.